Event description:
The user facility reported that during 2001, leakage occurred during dialysis treatment on four reprocessed dialyzers from the same lot number. Two of the dialyzers were reported to have leaked on the 10th reuse, one on the 5th reuse and one on the 4th reuse. The involved units were changed out and discarded. The blood loss associated with each circuit change-out was not specifically reported, but was estimated to be equal to, or greater than, 100-cc. The user facility reported that there was no associated patient complications and no medical intervention was needed for any of these events. Additional event specific information was not available.